Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). Patient mentioned, the first implant worked better than the second implant. The wires broke after 8 months and he had to go back in and have new wires put in. Patient stated, the first wires position did not make any difference on body position.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260; (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2018, explant date: (B)(6) 2020, brand name: vectris surescan, product ID: 977a260; (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2018, explant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported, device would not charge internal battery. The patient tried to remove charger battery and reinstalling. Patient tried positional using charging device. Patient stated, they shipped a new charging device and external charging unit.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted:(B)(6) 2018, explanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.